Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4), chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca) to the distal rca. A 4.00 x 38 synergy&#10244;rug-eluting stent was advanced via a guidezilla guide extension catheter; however, resistance was encountered in the midway. The device was removed from the patient and it was noted that the edge part was lifted. The procedure was completed with a 3.5 x 38 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was received along with a bsc guidezilla device. No damage was evident along the guidezilla and a mandrel freely passed through the guide catheter. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted outwards from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90%, chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca) to the distal rca. A 4.00x38 synergy¿ drug-eluting stent was advanced via a guidezilla guide extension catheter; however, resistance was encountered in the midway. The device was removed from the patient and it was noted that the edge part was lifted. The procedure was completed with a 3.5x38 synergy stent. No patient complications were reported and the patient's status was good.